Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic / abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic / abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), autoimmune disorder ("autoimmune disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), rash ("skin rash") and skin disorder ("skin disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, extensive omental lysis o). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, autoimmune disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, migraine, headache, nausea, weight increased, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date as previously reported as (B)(6) 2009 and now reported as (B)(6) 2008, date: (B)(6) 2008. Treatment received for dysmennorhea (as written) (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal, chronic, menorrhagia (heavy menstrual bleeding), fatigue, gi conditions, hair loss, dental probs., migraines, headaches, nausea, weight gain, autoimmune disorder, skin rash and skin disorder events. One coil visualized on the right and 2coil on left diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test unspecified result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020: this case become serious incident. Pfs received. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic / abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic / abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), autoimmune disorder ("autoimmune disorder"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), rash ("skin rash") and skin disorder ("skin disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, extensive omental lysis o). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, autoimmune disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, migraine, headache, nausea, weight increased, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date as previously reported as (B)(6) 2009 and now reported as (B)(6) 2008 , date: (B)(6) 2008. Treatment received for dysmenorrhea (as written) (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal, chronic, menorrhagia (heavy menstrual bleeding), fatigue, gi conditions, hair loss, dental probs., migraines, headaches, nausea, weight gain, autoimmune disorder, skin rash and skin disorder events. One coil visualized on the right and 2coil on left. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test unspecified result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality safety evaluation of ptc: (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.